Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-nov-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 13-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated she had encephalitis and was in the ICU for awhile and since then she don't have good memory. Then in 2017 she had triple double fusion put in and she is not sure if they did something to her leads. Then she fell but she does not recall the date. Patient reported she noticed being in pain (B)(6) 2020 and went to her healthcare provider (hcp) and a manufacturer's representative (rep) checked her implant (B)(6) 2020 and found out the only half the leads were working so she had the leads replaced (B)(6) 2020. Patient stated she is not sure if it was the fall or the double fusion that cause the issue with her leads. Patient stated she is off narcotics and therapy is working great.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that they are unsure what led to the issues. They had fallen numerous of occasions and had triple level fusion l3-l5. Not sure if something could have been pulled loose or cut. Since the lead revision it works great and charges in half the time.